Event description:
Customer stated that 24v connector to control board was charred, burning smell and smoke were noted, and unit was no longer functional. No injury or change to pt management was reported by the customer.

Manufacturer narrative:
No injuries reported. No visible flames or fire department called.